Manufacturer narrative:
We contacted the customer and requested the defective sample related to this incident. Unfortunately, we did not receive the sample. As a result, we are unable to confirm the complaint, and the exact root cause of the issue cannot be determined. However, since the catheter worked well for 8 days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Our IFU states: do not crimp or bend the catheter for occluding it, even temporarily. Do not add clamp on single-lumen catheters. This additional stress on the catheter can lead to leaks or cracks. Do not apply sharp or rough-edged instruments directly to the catheter: even a minor cut could tear it or break it. Do not deliberately cut the catheter. Our catheters are 100% leak tested during manufacturing. After checking the batch history records, no deviation was found. The batch was within specification and was released. A review of vygon USA complaints data shows this is the first complaint for this lot 021221el for code 1274.17. Corrective action: due to the missing sample, this complaint could not be confirmed, and the root cause cannot be determined. Therefore, no further corrective action was initiated by vygon france quality management.

Event description:
Double lumen uvc catheter was leaking at the insertion site and had to be removed. A PICC line had to be placed.

Manufacturer narrative:
The device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Double lumen uvc catheter was leaking at the insertion site and had to be removed. A PICC line had to be placed.